Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Device history record (DHR) - the batch record was reviewed for any anomalies or report related to the finished device, and none were identified. Failure analysis - internal wires broken/damaged inside drain tube (x-ray). Icp express read "no transducer detected". No testing possible. Complaint confirmed. Root cause analysis - the returned device presents with the internal wires broken inside a drain tube. Functional testing could not be performed due to the damage. A potential contributor to the reported failure may be related to handling of the device.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. After the patient was sent back to the ward, the microsensor could not show intracranial pressure (icp) readings when it was reconnected to the icp monitor. The reported microsensor was removed and stopped the monitoring on (B)(6) 2024. The patient is stable. The icp monitor used with the sensor was the icp express, 220 volt (ID 826635) and the cable was the icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.